Event description:
A home pt (hp) called the baxter technical assistance line to report pt dropped the pt line in dwell 3/5 during treatment on the homechoice machine. The pt reportedly discontinued treatment at the time of the incident and reset up with new supplies. Per the home pt, no pt injury or medical intervention was associated with this incident.